Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout. The customer stated she had just come back from the gym and noticed there is condensation inside the screen. The insulin pump was worn against the screen while the customer was exercising. Customer stated the alarm did not occur during the rewind/prime sequence. Blood glucose value was 213 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded lcd board. Unable to verify a13 error alarm due to blank display. The insulin pump has cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.